Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was discarded; therefore, no further analysis can be performed. A review of the manufacturing documentation associated with lot number 19k183av presented no issues during the manufacturing or inspection process that can be related to the reported event.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion with associated acute ischemic stroke, a 5x33 embotrap ii (et009533/ 19k183av) revascularization device was used for the first pass and thrombus was recovered, but a part of the thrombus was seen occluding the angular gyrus artery (angular a). A second pass was made with the embotrap and thrombus was retrieved; however, slight vasospasm was visualized. Computed tomography (CT) scan demonstrated subarachnoid hemorrhage (sah). It was stated that ¿it has not been worse so far¿. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint #: (B)(4). Corrected data: h6 (patient code) ¿ the initial med watch report ((B)(4)) was submitted with patient device code 2422 (obstruction) in error. This section has been updated on this report with the correct codes. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional event information received on 23-jun-2020 indicated that the physician believes there is no relationship between the complaint device and the bleeding; ¿this issue would have been related with the vessel was thin¿. It is unknown if there was any vessel trauma associated with the event. It is also unknown if additional intervention/treatment was required. It was stated that ¿only postoperative CT findings showed but there was no reported that the condition of the patient became worse.¿ the physician did not feel that the procedural delay was clinically significant. Final tici score is unknown. No further information could be obtained. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion with associated acute ischemic stroke, a 5x33 embotrap ii (et009533/19k183av) revascularization device was used for the first pass and thrombus was recovered, but a part of the thrombus was seen occluding the angular gyrus artery (angular a). A second pass was made with the embotrap and thrombus was retrieved; however, slight vasospasm was visualized. Computed tomography (CT) scan demonstrated subarachnoid hemorrhage (sah). It was stated that ¿it has not been worse so far¿. Additional information was received indicating that the physician believes there is no relationship between the complaint device and the bleeding; ¿this issue would have been related with the vessel was thin¿. It is unknown if there was any vessel trauma associated with the event. It is also unknown if additional intervention/treatment was required. It was stated that ¿only postoperative CT findings showed but there was no reported that the condition of the patient became worse.¿ the physician did not feel that the procedural delay was clinically significant. Final tici score is unknown. No further information could be obtained. The device was discarded; therefore, no further analysis can be performed. A review of the manufacturing documentation associated with lot number 19k183av presented no issues during the manufacturing or inspection process that can be related to the reported event. Embolization of thrombus and subarachnoid hemorrhage (sah) are known potential complications during mechanical restoration of flow and thrombus removal procedures in which the embotrap is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. The root cause of the thromboembolism cannot be determined based on the minimal information available for review; however, clinical and procedural factors including clot burden, vessel characteristics, and operator technique, may have contributed with no indication of a device malfunction. Because of diminished autoregulation in vessels supplying the infarcted tissues, there is increased risk of hemorrhage upon return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for a hemorrhagic stroke. With the information provided, it is not possible to determine the root cause of the event; however, patient, procedural, and pharmacological factors may have contributed. There was no report of any vessel trauma associated with the event and it is unknown if the patient received thrombolytics at the time of stroke presentation. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.